Event description:
The user is stating two devices delivered a shock to the patient, then said "no shock given." The patient outcome is unknown.

Manufacturer narrative:
(B)(4). Product evaluation pending.